Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Evidence of the reported complaint in the event history log was noted as follows: (B)(6) 2018 3:22:00 pm system fault 46,446 occurred 2,113 188 111 1. The reported customer complaint was confirmed as error 46446 was in the history, which indicates an issue with the hardware. As a result, the circuit will be replaced. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical cadd solis vip pumps - 2120 has lec 46446 error. No patient involvement as this was noted during annual preventive maintenance.